Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), perforation ("perforation") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("painful intercourse") and menorrhagia ("heavy periods"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, dyspareunia and menorrhagia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, device dislocation, dyspareunia, menorrhagia, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.